Manufacturer narrative:
One full osseotite® tapered implant 5 x 8.5mm (item # fnt585) was returned for investigation. Visual inspection of the as returned product identified damage to the external hex of the returned implant, including the reported 'scratch', as well as evidence of tooling damage and wear along the implant's exterior. .a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the implant threading was damaged. The procedure was completed by placing another implant. Tooth location 31.